Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected power supply for evaluation.

Event description:
The customer reported that while using the vela ventilator; when connected to ac power, the battery indicator flashes. The ventilator does not run on battery power. The customer performed troubleshooting and reported the on the power supply, the fuse f301 is burned off. The customer determined the most likely cause of the reported event is the power supply assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. The mosfet q210 has failed and is shorting current resulting in a malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.